Event description:
It was reported that during a laparoscopic sigma procedure, the instrument did not fire. The case was completed with a similar device with no pt consequence. No further info is available.